Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retentions were visually inspected, and the hemogard closure assembly was correctly assembled and placed on the tubes. A functional test was performed on 10 in-house retention tubes, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one (1) tube underfilled. The tube was replaced and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, one (1) tube underfilled. The tube was replaced and no adverse impact was reported regarding the patient or user.